Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing low blood glucose (bg) levels ranging from 33 to 40 mg/dl over a period of four days. The customer was uncertain of the suspected cause. The customer consumed food to address bg levels. Reportedly, the customer required assistance to obtain food. Troubleshooting was unable to be performed with tandem technical support as the customer had changed all supplies. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus requests without entering current bg level and still having insulin on board (iob). User conducted cartridge change sequence on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If the user did not disconnect during "tubing fill" process of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that a failure or malfunction occurred related to the low bg event.